Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited an auto polarity switch from bipolar to unipolar. The lead impedance trend was examined and found to be trending upwards and out of range within the past 7 days to the follow up. The device was last checked in november and exhibited a lower lead impedance then. The current unipolar impedance was within satisfactory range and no changes were required. No patient symptoms were reported and the patient condition was stable.

Event description:
New information received stated that the patient passed away on (B)(6) 2019. There is no known allegation from the health professional that suggests the death was related to the lead. It was reported that the cause of death is unknown.

Manufacturer narrative:
Final analysis found a partial lead with the connector pin measuring 3.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.